Event description:
The facility had stated that the intraocular lens model aa4203tl was tight in the cartridge and they felt attempting to advance the lens would damage it. The lens was not implanted and there was no patient injury.